Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 217 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Unable to prime the insulin pump during the prime test due to titled/loose drive support disk. The insulin pump received with cracked case at display window corners, battery tube threads, scratched lcd window and missing end cap sticker.